Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found.

Event description:
During a clinic visit, it was reported to nevro that a patient had developed an abscess and acquired an infection following implant. The patient was provided with oral antibiotics. The fluid was drained and the device was explanted. Follow up report indicated that patient was receiving good pain relief and is looking forward for reimplant at a later date.